Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during generator change out. Externalized conductors were observed on a riata lead. No electrical anomalies were detected. The lead was capped and replaced. The patient left procedure in good condition.